Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin leaked at the adapter. The patient's blood glucose level was elevated. The patient needed assistance from his mother. The patient's mother treated him with insulin via pen. The patient was not taken to a medical facility. Return of the suspect device was requested for evaluation.